Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump turned back on after the shutdown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and provide assistance; however, the customer did not respond.